Event description:
It was reported that a set screw would not secure the rv lead during implant. Measurements on the lead revealed high, out of range, high voltage lead impedance. Device was replaced and no issues were observed. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory and was due to silicone, septum material inside the rv df-1 set screw hex cavity that prevented full insertion of the torque driver.